Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose was 160 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had flashing display. The customer stated that the insulin pump screen was not flashing when screen was turned on after being in sleep mode. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No missing segments/partial display during testing. Device received with cracked case corner of the belt clip rails near the battery compartment.